Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/10/2016 (B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported that the patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2005, and a morcellator was used. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a laparoscopic supracervical hysterectomy to treat uterine fibroids on (B)(6) 2005 and a morcellator was utilized. In (B)(6) 2015, the patient was hospitalized with a collapsed lung, and it was later discovered that she had seven fibroids in her lungs. Further evaluation over the next two months revealed that these tumors represented either metastasizing leiomyoma or metastasizing sarcoma that had spread from her uterus. She now has an untreatable, serious condition involving seven tumors in her lungs. No additional information was provided.